Event description:
It was reported that, during trauma surgery, the bolts of three fast fx strut for tsf med broke while trying to tighten the struts by using the wrench (outside the patient). There were no delays and the procedure was finished with smith and nephew back up devices. The patient was not harmed.